Manufacturer narrative:
During an interventional procedure for superficial femoral artery in-stent stenosis, a 6mm 15cm 90 saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atm (four atmospheres). It was exchanged for another saber balloon and the procedure was finished successfully. There was no reported patient injury. The target lesion was the left superficial femoral artery. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 100%. The approach site was the left femoral artery. After a guidewire crossed the lesion, the saber was used for dilation. Since the dilation was insufficient, another saber was used for additional expansion. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An indeflator was used but it is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. The maximum inflation pressure used is unknown. It is unknown if the balloon catheter kinked while being used. It is unknown if the balloon catheter was easily removed from the vessel and from the other devices. However, the product was removed intact (in one piece) from the patient. It is unknown if the in-stent stenosis involved a cordis stent, when the device was implanted, as well as procedural details. The product was not returned for analysis. A device history record (DHR) review of lot 17237895 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received that it is unknown if the in-stent stenosis involved a cordis stent, when the device was implanted as well as procedural details. Any further additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure for superficial femoral artery in-stent stenosis, a 6mm 15cm 90 saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres (atm). It was exchanged for another saber balloon and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the left superficial femoral artery. The lesion was moderately calcified and moderately tortuous. The rate of stenosis was 100%. The approach site was the left femoral artery. After a kyousy guidewire crossed the lesion, the saber was used for dilation. Since the dilation was insufficient, another saber was used for additional expansion. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An indeflator was used but it is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is unknown if there was any difficulty advancing the balloon catheter through the vessel. It is unknown if there was difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. The maximum inflation pressure used is unknown. It is unknown if the balloon catheter kinked while being used. It is unknown if the balloon catheter was easily removed from the vessel and from the other devices. However, the product was removed intact (in one piece) from the patient.